Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone type with unknown operating system. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer felt bad, was having difficulty speaking and lost consciousness. The paramedics were called. The customer was unable to self-treat, requiring healthcare professional and non-healthcare professional (non-hcp) third-party administration of 3 injections (unspecified). There was no report of death or permanent impairment associated with this event.